Event description:
It was reported that during device preparation and before use, the xience v otw stent implant was dislodged off the balloon. There was no patient involvement. The device was not used. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all adiditonal relevant information.

Manufacturer narrative:
(B)(4). It was initially reported that the device was being returned; subsequent information received states the device was discarded at the account and is no longer available, therefore, a failure analysis of the device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.